Event description:
A report was received that the patient was experiencing pain at the ipg site with inflammation. The area around the ipg site was swollen, puffy, warm and tender to touch. It was also reported that the patient was having discomfort at the lead site. The physician was not sure of the exact cause. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the devices history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.